Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope experienced the first e99 outbreak and that a mistake was discovered in the acecide check method. Even if the checker paper shows white (no concentration) 7 seconds after liquid removal, if it turns black over time, it has been incorrectly determined that there is no problem with the concentration, and this was corrected on the spot. The issue occurred during reprocessing. The intended procedure was completed using the same set of equipment. There were no reports of patient harm. Related patient identifiers:(B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer reported was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. The event can be prevented in accordance with the following statement from the device reprocessing manual: ¿chapter 7 reprocessing endoscopes and accessories using an automated endoscope reprocessor / washer-disinfector¿ describes the methods for inspection for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had an e99 error and during review, it was discovered that there was a mistake in the customer's acecide check method for their reprocessor. The acecide test strip instructions require that the test strip be dipped for 3 seconds, blotted and evaluated for correct concentration reaction after 7 seconds (correct concentration shows fully black on the test strip). The customer had been evaluating the test results past the instructed 7 second time period. If the checker paper does not show fully black after the 7 second test time but later is fully black, that does not verify proper concentration. The issue was identified during reprocessing. The procedure was completed using the same set of devices. There were no reports of patient infections or patient harm.